Event description:
The healthcare professional reported that during the procedure, the galaxy g3 mini 2mm x 6cm (glm920060/1832524s) was impeded in the introducer and could not be pushed into a non-j&j microcatheter. The physician only retracted the coil alone and switched to a new one to complete the procedure. The microcatheter was not replaced. No patient injuries nor consequences were reported. Additional information received indicated that there was no allegation of patient injury due to an alleged product issue. An echlon 10 microcatheter (non-j&j) was used. Non-j&j coils were successfully used with the microcatheter. The target vessel was the internal carotid c6. No relevant anatomical information was included. The device did not appear damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the embolic coil was confirmed to be stretched.

Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The embolic coil was found to be stretched, which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg (coils) the device was returned to j&j medtech for further evaluation. A non-sterile galaxy g3 mini 2mm x 6cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the introducer had a slit at 14.5 cm from the distal end. Microscopic inspection revealed that, as a result of the damage introducer, the embolic coil was stuck, stretched and tangled. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding the embolic coil being impeded in the introducer is confirmed. The damaged embolic coil could be the result of the damaged introducer; which could be the result of the difficulty experienced during the procedure that could not be replicated in the laboratory. There is no indication that the issue reported is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.